Event description:
It was reported when using the bd microtainer® sst¿ tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The tubes are underfilling. From a bd sponsored clinical trial, the specimen stopped flowing into tube. Customer stated the specimen was below the bottom fill line. There was no reported patient adverse event(s).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Product information has been updated and this MFR. Report # 2618282-2022-00071 was deemed not reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. This type of event renders the device unusable prior to use, requiring replacement. There is no exposure to blood. H3 other text: see h10.

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The tubes are underfilling. From a bd sponsored clinical trial, the specimen stopped flowing into tube. Customer stated the specimen was below the bottom fill line. There was no reported patient adverse event(s).